Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) / biomed need assistance on 8015 sn (B)(4) having an error 600.6835. Case resolution: I assisted (B)(4)/ biomed and walk her thru the process on confirming that server is connected and data is activated. Issue was resolved on error 600.6835 which is something to do with network configuration package. (B)(4).